Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the component failure of the connector cable led to the error b32 and the damage of the fibre bonding led to the appearance malfunction of image event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited no image appearance defect due to the damaged fibre bonding of the outer tube distal end and error b32 due to a broken video cable.